Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8416-50 serial #: (B)(4), description: artisan MRI paddle lead 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing severe pain in the right thigh since implant. It was noted that the patients right thigh and across the left hip or groin areas was extremely sensitive to touch. The physician believed that the pain was not procedure related and was not due to malfunction of the device. It was believed that the lead was pressing on something which caused the issue. Pain medications were prescribed and the patient underwent an explant procedure. The patient was doing well postoperatively.